Manufacturer narrative:
The real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation. The case screenshots were provided for review. The screenshots did confirm a ¿system console is bad¿ error when inserting the bur during the robotic drill setup. However, the log files (naviosystem and xsession logs) required to confirm the reported internal error were not provided. Although the log files required to confirm the software issues resulting in both the ¿system console is bad¿ error and ¿internal error¿ were not provided, they are both likely occurrences of software issues that have either been corrected and released in cori-v1.4.3 software or are under investigation by the software engineering team. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. If the naviosystem/xsession logs associated with this event are returned at a future date, this evaluation will be reopened for investigation. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, before a tka surgery with cori, they attempted to do a drill diagnostic test. Could hear the drill unlock, but bur would not "click" in, this was tried multiple times ((B)(4)). After trying a number of times the "bad console" message appeared and then an internal error message appeared ((B)(4)). They rebooted the system, started with a new drill and this one worked and clicked on the first try. It passed the kpc test and initiated the case. Incident occurred before the procedure; therefore, there was no patient involvement.